Event description:
Conmed japan reported on behalf of their customer that the devices, (B)(6), crescent hook 3mm x 15mm and the 97.10015, 3.4mm x 130mm suture hook, straight were being used on (B)(6) 2023 during a bankart repair procedure and ¿it was reported that two hook points of suture hook I were damaged. It is confirmed that it is damaged because it was pulled out by force.¿ there was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. The procedure was completed with ¿about a 5 minute delay¿. After further assessment it was discovered that for both devices the tip snapped off and fell into the patient and the fragments were retrieved. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Reported event of ¿tip snapped off and fell into the patient and the fragments were retrieved¿ is confirmed. Visual examination of the returned used product item 97.10015 confirms the reported problem and found the suture hook needle broken off at the shaft. Suture hook needle was broken loose at the laser weld. Root cause cannot be determined, however, based upon photos and IFU; a possible cause of this event could be excessive force. Although this is a reusable device, it is not serviceable. Therefore, a service history is not available for review. A two-year review of complaint history revealed there has been a total of 17 reports, regarding 17 devices, for this device family and failure mode. During this same time frame (B)(4) have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Prior to use, always inspect suture needle for damage (i.e., worn, dull, bent or cracked). Do not exceed five (5) procedures per limited reuse suture hook. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
Conmed japan reported on behalf of their customer that the devices, c8740, crescent hook 3mm x 15mm and the 97.10015, 3.4mm x 130mm suture hook, straight were being used on (B)(6) 2023 during a bankart repair procedure and ¿it was reported that two hook points of suture hook I were damaged. It is confirmed that it is damaged because it was pulled out by force.¿ there was no report of impact/injury, medical intervention or prolonged hospitalization to the patient. The procedure was completed with ¿about a 5 minute delay.¿ after further assessment it was discovered that for both devices the tip snapped off and fell into the patient and the fragments were retrieved. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.